Event description:
The initial reporter received questionable bicarbonate, phosphorus, total protein, and other assay results from three patient samples tested on the cobas c 303 analytical unit. The following are the discrepant results from the data provided: patient sample 1 bicarbonate the initial result from the analyzer was <4 mmol/l. The repeat result from another cobas pure analyzer was 22 mmol/l. Patient sample 2 phosphorus the initial result was <0.1 mmol/l. The repeat result was 1.04 mmol/l. Patient sample 3 total protein the high result was 60.000 g/l the low result was 5.000 g/l

Manufacturer narrative:
E1 initial reporter country: (B)(6). The reagent lot numbers were not provided. The field service engineer performed a comprehensive mechanical, fluidic, and electronic evaluation. He replaced the sample probe and printed circuit boards (pcbs), adjusted the sample and reagent probes, recalibrated the gear pump, and decontaminated the fluidic lines of the wash station. He verified the system and analyzer's performance with cuvette volume checks and multiple hardware performance checks. The investigation determined that electromechanical and fluidic issues caused the event. The investigation determined that the service actions resolved the issue.